Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of tibial parts of s-rom noiles knee prosthesis after patient suffered a fall in (B)(6) 2015. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to due to persistent knee pain. The patient was also experiencing painful instability as well as recurrent effusions. Upon revision the tibial construct was found to be loose.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Products: 627170, 621437p, and 621322. Update rec'd 17 july 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also had osteolysis. There is no new information that would change the existing MDR decision. The complaint was updated on: 07/28/2016.